Manufacturer narrative:
The technician found the brake casters were worn and do not lock in place. The technician replaced the four worn casters to repair the stretcher.

Event description:
Information received indicates the stretcher will move after the brake is set.